Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tkr: the surgeon, mater health services (B)(6) 2018. While impacting tibial base plate into tibia to compress cement, the handle release lever mechanism fractured. All parts recovered and no adverse impact on patient. Used alternate impactor to complete procedure. 2 minute delay to procedure. (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # : (B)(4). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.